Event description:
It was reported that approximately 25 months post implant of a bifurcated device an suprarenal aortic extension, the patient presented with an ectatic distal right common iliac beyond the main body limb. The patient was treated with an additional limb extension to better seal the iliac to prevent any future issues or endoleaks. Patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the stent migration is confirmed based on clinical assessment. Medical records and operative images were provided for clinical assessment and were reviewed by internal clinical specialist with the assessment that the patient's medical history might have contributed to this complaint as aneurysmal progression. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is most likely related to the patient's disease progression. There were no issues with device.